Event description:
When I saw dr. (B)(6), it was 'supposed to be' for a cortisone shot in both knees...at least that is what we spoke about in the prior visit. He tells me cortisone shots can be bad for the heart; and said I was a candidate for the 'gel' injections, but does not tell me about any side effects. He should have, because I have too many allergic reactions to pharmaceutical drugs. His office called to schedule three fridays in (B)(6). I read online that a tech can give a shot, but the doctor needs to be in the room and he was never in the room for all three shots. The third shot hurt, very much, and I was told to 'shake' my leg but it did not help very much. Two days after the last shot, I woke up to swollen: toes, foot, ankle (both feet); had difficulty walking. Then terrible pain in my knees (front and back) and a really bad pain in my lower back. Until today, my knees hurt 100% more than the day dr. (B)(6) told me about cortisone shots being bad for the heart. They have worked fine for me, lasted as much as 14 months, with no knee pain. My knees hurt so badly, the pain wakes me up from my sleep. I made an appointment with the tech, (B)(6), to ask him 'what happened to me?' I said the 'gel' shot was awful, I told him about my pain, and the lingering knee pain which is with me daily. He said only one woman reacted from it and they gave her cortisone to help 'push' the gel. I refused the cortisone and was very angry that they did not tell me the possible side effects of this product. I am no longer going to use dr. (B)(6) for a number of reasons, this being one of them. I have no idea how long this 'poison' will be inside my body but I do hope something positive comes out of reporting it. At the very least, a doctor should be forced to tell a patient the pros and cons of it. I think a law should be made in the USA, that all doctors can have investment portfolios, but none of them should be allowed to invest in pharmaceuticals! This way you can be sure they are not pushing a medicine to get the stock up. I have had this happen from another group of internists here in (B)(6) - pushing crestor - with dangerous results. Thank you for hearing my pain. Ref reports: mw5145108, mw5145109.